Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 496 mg/dl. Customer did not perform troubleshooting for high blood glucose reading. At night, customer had 154 mg/dl, 160 mg/dl, 133 mg/dl, 77 mg/dl and 205 mg/dl. Customer had 141 mg/dl blood glucose reading in the morning however, their blood glucose increased to 457 on lunch. Customer current blood glucose reading was 496 mg/dl. Customer blood glucose reading at the time of the incident was 523 mg/dl. Customer believed under delivery caused the high blood glucose reading to rise. The issue been occurring for 3 to 4 weeks. Customer treated their high blood glucose reading with manual injection. The insulin pump was not exposed to magnetic fields. Insulin pump will be returning for analysis.